Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error and had a broken hanging clip. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the output connectors were broken, and that the keypad window was scratched and contaminated. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error and had a broken hanging clip. The epg was returned for service. There was no patient involvement.